Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly the pump was reset and the touchscreen performed as intended. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Customer¿s blood glucose level was 75-94 mg/dl.